Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Health professional reported a right side deflation and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior and have non-penetrating nicks. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on posterior side assessed as an unidentified (tear) opening non-penetrating nicks. A review of the device history record has been completed. No deviations or non-conformances noted.